Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
An approved service provider of zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. The device was recertified and returned to the customer. Review of the device log showed no indication of a device malfunction. The log showed the battery becomes depleted through normal battery use. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.